Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the device is received and the investigation is complete. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dc extension cable was plugged into the vasoview hemopro tissue welder and the tissue welder remained activated. It was reported that while harvesting the vein, the operating room staff noticed a lot of smoke inside the pt's leg with no other pt effects reported. A replacement tissue welder and cable were used to complete the procedure. The product is returning.